Event description:
It has been reported that the tip of the hypotube became trapped inside the pt and remained in the pt vessel. The physician attempted to remove the detached segment and was unsuccessful. The decision was made to leave it in place. The pt is reported to be fine.